Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 31 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with glucose pills. The customer reported the battery was unable to lock in. The customer reported having a damaged reservoir compartment. Troubleshooting was provided. The product will not return for analysis.